Event description:
It was reported that the patient¿s caregiver overfilled an ilet insulin cartridge, which led to insulin leakage and discontinuation of the ilet; the patient then resumed injections and subsequently experienced severe hyperglycemia above 600 mg/dl and was admitted to the hospital, while not using the ilet at that time. Symptoms included hyperglycemia. Outcomes included hospitalization. Investigation included review of complaint history and attempts to obtain user interview information. Investigation of this case revealed insufficient information to confirm a device malfunction or user error beyond the reported overfill and leakage. It was concluded that a causal relationship between the reported cartridge leakage and the subsequent hyperglycemia could not be established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.